Event description:
The event is reported as: the applier jammed and the clips went out suddenly and crooked. No pt injury reported.

Manufacturer narrative:
At the time of this report, the sample was not returned for evaluation.